Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives error code 111.2002 on 8015 (s/n (B)(4)), at power on. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error code 111.2002 on 8015 (s/n (B)(4)), at power on. Explained to customer the problematic error relating to the keypad. Customer to repair/replace the keypad to isolate error. Customer given part number to replacement keypad. Explained to customer based on the serial number this device is no longer supported. If they are experiencing any further issues, they will call back. End call.